Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric, de novo lesion in the proximal circumflex. Reportedly, during pre-dilatation, the 3.0 x 8mm rx trek was advanced; however, ruptured at 5 atmospheres. The lesion was further dilated with a non-abbott balloon. The procedure was completed after deploying a xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.